Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event log was reviewed and there was evidence of the 1720 error code. The power up process was conducted and error 1720 was not verified. Although the reported problem was not duplicated, multiple error code 1720 were found recorded in the event log. There was no fault found with the returned pump, but the backup capacitor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.